Event description:
During an post-implant follow-up, diagnostic imaging was performed and the right atrial (ra) leadless pacemaker (lp) was found to be dislodged from implant site, within the ra. The cause of the dislodgment was not confirmed, however it was suspected that the lp was not fully attached deep enough in the tissue during implant procedure. The lp was retrieved and explanted. The patient was stable.